Event description:
It was reported that multiple malfunction alarms occurred. There was no reported adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.